Event description:
It was reported that the lower screen of the external pulse generator was defective. The generator was returned for service. No patient involvement was indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of electrical specification; lcd has an extra vertical line in the lower display and lower display is also dim. Upper case is damaged (dented). Lower case, side bail covers, and battery drawer are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.